Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the whole bottom half of the pump blew apart. The customer noticed the bottom of pump, plastic missing. The customer reported that he noticed the bottom of the pump is missing after hearing a loud pop. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with broken off end cap, minor scratched display window and cracked reservoir tube lip. Unable to perform displacement test due to broken off end cap.